Event description:
This was a lead extraction procedure to remove three leads due to infection. The rv lead, boston scientific endotak 0185-64 (implanted 35 months), was successfully extracted with a 14f glidelight with teflon outer sheath and a cook liberator. The ra lead, boston scientific dextrus 4137-60 (implanted 35 months), was then extracted successfully with traction alone. The lv lead, medtronic attain 4196 (implanted 35 months) was completely extracted using a 14f glidelight without outer sheath and an lld-ez. However, when the physician lazed through the coronary sinus an injury occurred. A pericardiocentesis was performed and the CT surgeon made a thoracic window. The patient's pressure was not able to be sustained and unfortunately he did not survive.